Event description:
It was reported that a 32-year-old caucasian female patient underwent a primary breast augmentation with two 500cc mentor memorygel breast implants and experienced bilateral capsular contracture (baker grade 2 on the left and baker grade 3 on the right) post-operatively, which was diagnosed during an office exam. It was also reported that the patient had a rupture on the left side. As a result, the patient underwent explantation on (B)(6) 2022. A discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. As this is not possible, mentor associates have reached out for further information. If new information becomes available, mentor will submit a supplemental report. This report is for the left side device.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4).

Manufacturer narrative:
On (B)(6) 2022, after following up for clarification regarding the device date of implantation, it was reported to mentor that it is uncertain if the date of implantation of (B)(6) 2015 is accurate. No further information has been provided regarding the implantation date. On july 25, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the smooth hpg, 500cc breast implant was found to be ruptured. Additionally, a crease was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number:(B)(4).